Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the 8100 was failing low occlusion pressure at 6.7 psi which was not identified during the customer call. The tech support assist with the pressure calibration process to identify problematic failure to output pressure reading. Calibration passed successfully. Customer verified a passing value at 8.4 psi. They will call back if any further issues of concern. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 was failing low occlusion pressure at 6.7 psi. There was no patient involvement.